Event description:
This event involved a patint with a dermoid tumor in the right hip who underwent an out-patient percutaneous radioablation procedure. During the procedure, which was performed by radiology with CT guidance, migration of heat was noted on the monitor (rep present). Upon awakening from general anesthesia, the patient noted exquisite pain at the site of a tattoo on the right buttock. The patient was admitted for pain control and wound management. The patient required debridement of a significant amount of necrotic adipose and muscle tissue from her lower back. Second incision and drainage (I&d) performed a week later. Pt was discharged to home care with a negative pressure wound therapy device in place and narcotic pain relief.